Event description:
This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
According to the reporter during a matrix procedure, the screw head sheared off below the polyaxial head. The surgeon removed the poly head, screw and crosslink. He then temporarily repositioned the rod to be able to retrieve all fragments (confirmed by x-ray). He inserted a new screw, locking cap, and crosslink, and completed the procedure with no further problem.